Event description:
During a colonoscopy, there was a polyp found, we opened a cold snare. While trying to remove the polyp with the snare, the tip of the snare broke off. It was retrieved from the patient and sequestered. The staff in the room opened a different type of snare and was able to remove the polyp. There was no harm to the patient.